Event description:
It was reported that following a pump implantation, the patient was having unexpected therapeutic effects. The patient had the pump implanted (B)(6) 2012. The healthcare provider (hcp) reported that the patient was 'getting too much drug'. The patient had low blood pressure, increased sleepiness, inability to move lower extremities, and urinary retention. The hcp planned to lower the patient's daily dose from 400mcg/day to 300mcg/day. The medication in the pump was baclofen. Patient outcome was not reported. Additional information was requested but was unavailable at the time of the report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n198972, implanted: 2009 (B)(6), product type accessory. (B)(4).